Event description:
It was reported that the patient had a sudden "dystonic" reaction on right leg three to five times in a twenty-four hour period. The patient's physician did impedance testing and some bi-polar pairs were greater than 4000 ohms. No further details, patient symptoms or outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).